Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using the bd bbl¿ mgit¿ mycobacteria growth indicator tubes, 4ml (25/sp) that there was false negatives. The following information was provided by the initial reporter: customer reports a possible false negative incident with tubes 245111 with lot#: 2272719.

Manufacturer narrative:
H.6 investigation summary: material 245111 is manufactured by rehydrating the media components with usp purified water, and thoroughly mixing until a homogeneous solution is obtained. The tubes are filled, capped, torqued and then labeled by machine per standard operating procedure (sop). The tubes are terminally autoclaved in an air over pressure (aop) autoclave, per manufacturing instructions, using a validated cycle. Post autoclaving, tubes are packaged into final shipping configurations. The batch history record review for batch 2272719 was satisfactory and no notifications were generated during manufacturing and inspection. Formulation, filling, and autoclaving processes were within specifications. Qc inspection and testing were satisfactory at time of release. The complaint history was reviewed, and no other complaints have been taken on this batch. Retention samples from batch 2272719 (100 tubes) were available for inspection. No defects were observed in (B)(4) tubes from visual inspection. For further investigation, retentions were performance tested for growth and antibiotic susceptibility. All performance testing was satisfactory for growth and antibiotic susceptibility per qc standard operating procedures. No photos were received to assist with the investigation. No returns were received to assist with the investigation. This complaint cannot be confirmed. No complaint trends for this defect has been identified for this product ;no actions are indicated at this time.

Event description:
It was reported that while using the bd bbl¿ mgit¿ mycobacteria growth indicator tubes, 4ml (25/sp) that there was fasle neagtives. The following information was provided by the initial reporter: customer reports a possible false negative incident with tubes 245111 with lot#: 2272719.